Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the ipg location was uncomfortable for the patient as the ipg was tipped and tenting the skin where some redness was seen. It was noted that the patient experienced tenderness to touch over the ipg site. The patient underwent a revision procedure wherein the pocket site was relocated. The patient was doing well postoperatively.